Event description:
International customer reported that an air leak was detected in the drain and the reservoir inflated with air readily in 2008. The drain and attached reservoir were removed from service 2 days later. No adverse patient consequences were reported. Additional information was requested, no further information was received.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.